Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery tray asy 4 kit shipped to site 06/27/2016. No parts have been received by manufacturer for analysis. On 06/28/2016 a medtronic representative replaced the battery and performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic field service engineer reported that a medtronic technical services imaging system image acquisition system (ias) began beeping before unexpectedly powering down. The imaging system's battery pack is not holding charge as expected and requires replacement. This imaging system is used for training purposes only. There was no patient present when this issue was identified.